Event description:
It was reported that the device image was foggy. There was no backup available. No significant delay or patient injury reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the device image was foggy. A visual inspection was performed and showed the scope to have residue on negative lens with bent outertube. This is caused by contact with another source. No manufacturing related defects were observed. No further investigation is required.